Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a vessel perforation occurred. Vascular access was obtained via the right femoral artery. The target lesions were located in the diagonal artery and the proximal left anterior descending artery (lad). A 182cm non-bsc guide wire crossed the lesion in the diagonal artery. The 2.5mm x 10mm flextome otw cutting balloon was then advanced to this lesion and inflated to 8atm for 10 seconds. Next, a 3.00mm x 12mm promus stent was deployed in the lad at 14atms for 10 seconds. A 2.00mm x 15mm quantum maverick monorail balloon was then used for post-dilation in the lad and was inflated twice to 6atms for 10 seconds. An angiogram was subsequently performed and a "puff of dye" was noted in the diagonal artery where only the cutting balloon had been used previously in the procedure. To treat the perforation, a 3.5x26 non-bsc covered stent was deployed in the lad at 14atms for 10 seconds to close off the diagonal artery. Per the physician, the cutting balloon was responsible for the perforation. No additional patient complications were reported and the patient¿s current condition is stable. The patient was discharged from the hospital the next day.